Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Tumor. Where in the green range was the device fired? In the middle of the scale. When was the safety released? As far as I know when they set the scale to the green part than wait 15sec, after it they released the safety red button than the pulled the trigger. Were there any visible staples? If so, where were they found? (Surgical field, in the patient, etc.) They said there were no staples. It was reported that the donuts were inspected. Was the washer inspected? If so, please describe. The donuts was complete, but no staples in the anastomosis and it felt apart immediately as they opened the device. Was there any audible or tactile feedback? They did not remember as they were in urgent case, but they used cdh several times and they always push until the audible feedback comes. Are there any photos or videos available for review? No record was made. During the reoperation, how was the leak addressed? Leak comes from the weak hand suturing near a small infection. (Infection comes from opened anastomosis as the bowel was open till they made the hand suturing, they washed out the abdomen). What is the current patient status? I will ask, but as far as I know he/she left the hospital. The analysis results found that the cdh33a device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic colon procedure, the trained professor fired the device trigger and the stapler cut without stapling. The two bowel parts fell apart, and as they didn't have enough bowel to use a second like device, they had to finish the surgery with suturing. In three days, they had to re-operate the patient due to bowel leakage. They shook the device and they considered that there were no staples in the machine. They found the two donuts in the machine. There was a delay of sixty minutes.